Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-607h-1445: the fiber/glass cap is partially fractured distal to the uv glue zone; the glass cap distal part is detached and not returned; the location of fracture exhibit severe devitrification and detritus build up; the heat shrink tubing open end exhibits signs of melting. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber ¿tip broke off¿ @ 29,654 joules and 6:21 minutes of use. The fiber was not cleaned during the procedure. The fiber was exchanged and the procedure was completed with a second fiber. Patient outcome: no report of injury to the patient.